Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information from an implant form that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
The device was successfully interrogated at boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device met expected longevity. However, the elective replacement indicator (eri) to end-of-life (eol) interval was less than 90 days. The device is currently undergoing detailed laboratory testing.